Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical when the issue occurred. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was unable to save images and recreated the image store to solve the issue. The philips field service engineer (fse) visited the system onsite and suspected that the image disk was defective. The fse replaced the image disk. The issue reoccurred where the review of the system log file showed that the ippc post failed. The rse found that when the ippc start up failed, the system started deleting the patient information alone but not the images completely which resulted in low space. The fse replaced the ippc. The fse also replaced the host pc and hard disk drive to adapt the ippc. The defective ippc and host pc were returned to philips for further analysis. The cause of the host pc and ippc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ippc, host pc and hard disk drive by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to save images due to image disk being full. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.